Event description:
It was reported that when using the bd pyxis¿ medstation¿ es rebooting was on loop and kept shutting down by itself and was rebooting. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device rebooted in loop and kept shutdown by itself. A field service engineer (fse) replaced the battery to resolve the issue. Further the technical support specialist (tss) confirmed with the customer with the customer that the station worked well after the fse repaired the device. The system functioned as intended after the field service engineer repaired the device.